Event description:
Seventy-year-old female transferred from another acute care facility on 4/20/95, following two anterolateral myocardial infarctions and rupture of the ventricular septum. Iabp placed on 4/20/95. On 4/25/95, the iabp was felt to have ruptured. Attempts to remove were unsuccessful. The balloon was to be surgically removed but the pt arrested and was unresponsive to chemical resuscitation. The medical examiner was informed and accepted the case. The autopsy report is not available from the me, however the me did say that a "pin hole" sized leak was found in the iabp. The me also said that the reason that the balloon could not be removed was probably due to the condition of the vessel. The device was returned to the facility from the medical examiner.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.